Manufacturer narrative:
This report is filed on june 20, 2019.

Manufacturer narrative:
This report is submitted on may 23, 2019, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the patient's surgeon, the patient experienced extrusion of the receiver-stimulator; subsequently the device was explanted on (B)(6) 2019. There are no plans to re-implant the patient with a new device as of the date of this report.